Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports feeling lethargic. The patient reports while sleeping the pod had failed to adhere and the cannula had become dislodged from the pod infusion site (arm). Once at the hospital emergency room the patient was treated with intravenous fluids as well as several manual insulin injections. The patient was at the hospital emergency room for 5 hours. The patients pod will not be returned as it has been discarded.